Event description:
It was reported that the patient complained of pocket stimulation. The atrial lead impedance was elevated causing the device to polarity switch. Noise was observed and both atrial and ventricular channels. The entire system was removed and replaced. Patient condition was stable.

Manufacturer narrative:
Outer insulation damage was noted at 15.5, 19.2 and 20.2 cm from the connector pin consistent with clavicle crush damage. The clavicular crush was found damaging the inner and outer insulation and fracturing all five filars of the outer coil at 29.0 ¿ 29.5 cm from the connector pin.